Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was noted through a medical publication that during a collateral material review an adverse event occurred after the completion of a surgical procedure. The study indicates one complaint of epistaxis. No other information is known.